Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low amplitude noise oversensing and sensing integrity counters (sic) were noted. The lead remains in use. No patient complications have been reported as a result of this event.